Manufacturer narrative:
A ge representative has not yet reported on the evaluation of the system. (B) (4).

Event description:
The customer reported the system does not display an image in the lateral position. No patient injury was reported.